Event description:
It was reported that the user experienced high glucose while using the ilet, with the cause unclear, and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included transient impairment without hospitalization. Investigation included a review of device use and user troubleshooting steps. Investigation of this case revealed no confirmed device malfunction and no identified component failure. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.